Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is being submitted based solely on the customer's reported issue. (B)(4).

Event description:
Customer reported when the sensor pad is plugged into the sensor outlet it does not have a tight fit causing the alarm to sound intermittently. Issue was discovered while in use, but the date was not provided. No pt incident or injury was reported.